Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68 (trace pointers are invalid), exposed to moisture, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and confirmed customer received pump error 68, stuck button alarm, pump was exposed to moisture but there is no visible fluid in pump. Customer was able to clear the error but was unable to complete the rewind process. Pump did not pass self test. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
The pump passed the displacement test, active current measurement test, sleep current measurement test and self-test. All buttons function properly. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file and traces on 06/16/2024 02:42:01.000. Pump error 68 was found in the history files on 06/16/2024 02:44:03.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No power related alarms or alerts were found in adapt on the event date or seven days prior. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, keypad flex connector and lcd assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and corroded battery tube. Pump error 68 was not confirmed. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.